Event description:
It was reported that a pump alarmed for a check battery code 1 alarm during an infusion. The customer stated that the pump would not operate with the battery connected and when the battery was removed it was observed to be hot. It was also reoperated that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter evaluated the device in question and evidence of fluid intrusion was observed. Corrosion was found on the printed circuit board, this caused over heating of the device and the attached pump to alarm for "check battery." Further evaluation found that an inadequate amount of sealant was applied to the case of the wireless battery module.